Event description:
It was reported that the mobile programmer base frequently disconnected during a procedure. It was noted that pressing and holding the gray button on the base did not result in the expected rapid flashing blue indicator for reconnection. Troubleshooting steps were taken to include replacing the system with an alternate system and operating the systems using both bed and wall power outlets, with the power bank positioned on a rubber mat. The issue persisted following troubleshooting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.